Event description:
A hospital in (B)(4) reported that nine 900mr068 reusable adult breathing circuits had holes in them. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: all nine complaint tubings were received, six from lot 111020 and three with no lot number provided. The tubing was visually inspected for damage. Results: visual inspection of the complaint tubes revealed tears in the outer film of the tubing in all nine devices. This was the first complaint that we had received for the 900mr068 tubing. Conclusion: we are unable to determine how the tubing came to be damaged. The reusable tubing is manufactured by smooth-bor plastics in california. Samples of the complaint tubings were sent to smooth-bor for evaluation. Smooth-bor evaluated and tested the devices and reported that they could not identify a failure mode, as the tubes when received were run at almost nominal for all parameters reviewed. They further stated that the material used for the 900mr068 tubing is the most sturdy material that they offer. When asked about quality checks, they told us that a pull test is done on the line by grasping the tube with the hands about half a meter apart and pulling evenly in opposite directions. If there is an adhesion//interface problem the tube will break almost immediately. They assured us that this is how adhesion/interface integrity has been checked for (B)(4).